Event description:
Rptr stated that a comparison between the surestep meter and a hcp meter was 154 mg/dl (ss) while in a fasting state and 254 mg/dl (hcp) 30 minutes later, respectively. No symptoms were reported. Reporter also stated that control solution test result was in range. Lfs representative discovered that the meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.